Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to hyperglycemia on (B)(6) 2019 with blood glucose 23 mmol/l. Customer¿s blood glucose level 33 mmol/l at the time of incident. Customer was unable to complete carelink upload. It was also stated that the pump buttons were worn and could not be read. The insulin pump will not be returned for analysis.